Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented with swelling, discomfort, and stiffness. A revision surgery was performed to replace the articular surface.